Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported was experiencing discomfort at the anchor site. The patient underwent an click anchor explant procedure. The explanted device will not be returned as it was kept by the medical facility.